Event description:
Several reports of b braun y-type blood set leaking at "y" above drip chamber. Affected sets removed from service when noted. Two affected sets sent to materials management manager for return to company. Manufacturer response for b-braun y type blood set, b-braun y type blood set (per site reporter). Unk.